Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples or photos from the customer facility for evaluation in support of this complaint. Retention samples were selected from bd inventory for evaluation. The customers' indicated failure mode for loose stoppers/stopper pull out was evaluated by water draw and stopper attachment evaluation. None of the 10 retained samples evaluated showed signs of loose stoppers or had low draw. No qns or other issues relating to the reported defect were identified in the DHR, and no ncmrs were in force on this device. Conclusion: unconfirmed complaint. Bd was unable to duplicate or confirm the customers¿ indicated failure mode because no samples or photos were returned in support of this complaint. The defect was not evident in the evaluation of the retained samples and DHR review.

Event description:
It was reported that following a low draw, the light blue hemogard¿ closure became loose and pulled out from a bd vacutainer® glass citrate tube (13x75mm, 4.5ml). No serious injury, blood to mucous membrane exposure or medical intervention was reported.